Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges did not fit onto the pump. A cartridge was able to be successfully loaded onto the pump; however, the cartridge was not level with the pump. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event. It was confirmed that the customer was using manual injections for insulin therapy and would continue to use them until replacement pump is received.